Event description:
The lay user/pt contacted lfs on august 16, 2009 alleging that her ultramini meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter for the pt to contact lfs to obtain further clinical info. The pt first noticed the alleged reported issue three days prior to report. The pt increased her dosage of oral medication (2 pills instead of 1). There is no info on whether the pt increased the oral medication on her own or based on her physician's recommendation. The next day around 5:00pm, the pt felt dizzy and went to the ER. In the ER the pt's blood glucose was reportedly 345 mg/dl. There is no info on whether the pt received any treatment in the ER; however, the pt claims that the doctor advised her to continue to take her medication. While troubleshooting, it was noted that the pt had replaced the battery per the owner's booklet, the meter did not power on by pressing down on the power button. The meter was not a new product (out of box) and the batteries were correctly installed; however, the battery contacts were corroded. No further clinical info was provided. It would have been helpful to know why the pt increased her oral medication, whether her symptoms progressed for her to go to the ER and whether she received treatment in the ER. The complaint is being reported since the pt was unable to test, allegedly developed symptoms and had a blood glucose results of 345 mg/dl in the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.